Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant procedure, a dural puncture occurred while attempting to place the patient's lead. As such, the lead was not implanted and another model 3186 lead was implanted. It was also reported the patient reported a headache in post-op recovery. It was noted the patient's head was elevated follow-up information revealed the patient's headache resolved with rest and caffeine,